Manufacturer narrative:
(B)(4). Qc investigation completed on returned test strips evaluated on 3/18/2016, returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of an e3 error message. Customer confirms feels well at this time. Verified the test strips expire 05/31/2018.the customer informed that received a vial of test tstrips that was open inside the box.